Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose was 222 mg/dl. The customer indicated that no backup insulin therapy method was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.